Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381023 and lot number 3240090. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
Material :381023 updated and batch:3240090.

Manufacturer narrative:
Device problem code: a0510 - retraction problem patient problem code: f26 ¿ no health consequences or impact pr (B)(4): initial MDR submission. A follow up MDR will be submitted if a device evaluation and/or device history review is completed.

Event description:
Material#: 644696, batch#: unknown(3240090) provided as unknown. It was reported by customer that safety button on IV catheter does not immediately cause retraction of needle into handle when depressed. The needle will retract with repeated attempts at depressing the button. Verbatim: rcc received a complaint via email. Email(s) attached. Safety button on IV catheter does not immediately cause retraction of needle into handle when depressed. The needle will retract with repeated attempts at depressing the button. Item#644696. Lot#3240090.